Event description:
It was reported that (1) lcsk5 was used during a laparoscopic assisted hysterectomy procedure. It was reported by the rep that the instrument reported as not working properly and take intermittent solid tones. The case was finished by opening another lcsk5. There was no consequence to pt. No other info known.